Manufacturer narrative:
The reported event that the tip was broken was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the tip of the device was found to be broken off at the user facility. Although requested, no further information was provided by the user facility.

Event description:
It was reported that the tip of the device was found to be broken off at the user facility. Although requested, no further information was provided by the user facility.